Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the anterior haptic of the lens of the left eye is out of the bag, in the ventricular angle at the 1 month follow-up of the patient who underwent cataract surgery. It didn't bother the patient , but the position of the lens had to be corrected in the operating room before scarring. The client was called to the unit that performed the surgery and in the room the doctor placed the haptic in the capsule bag and make sure after 45 minutes of the procedure that the lens was correctly in place. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).